Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." (B)(4).

Event description:
It was reported that patient underwent a right total shoulder arthroplasty on (B)(6) 2015. During the procedure, the flexible drill shaft fractured while in use. No parts of the drill shaft were missing or fell into the patient and there was no delay in surgery as a result.

Manufacturer narrative:
Initial report noted that product would be return, however product is no longer returning to be evaluated.